Event description:
It was reported that during a follow up, increased ventricular capture threshold was noted. Fluoroscopy revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.